Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02600 for device 1.

Manufacturer narrative:
Device evaluation 2 of 2. Please see MFR report #1627487-2010-02600 for evaluation of device 1. Evaluation method: - a visual inspection was performed. The device history and sterilization records were also reviewed. Results: - the lead was returned in two incomplete segments and showed breaks and severe kinks. There was discoloration to the lead segments. The channel 1 electrode is missing from the terminal end. No functional testing was performed due to the incomplete lead. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: - the complaint about "lead broken/ fractured" was confirmed; as received the lead is broken with severe kinks. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.